Manufacturer narrative:
The device was received for investigation. A physical verification of the device was carried out, finding : broken fluid protector. Functional tests are carried out on the device, finding it between the optimal ranges of use, the history of events and alarms requested by the costumer is downloaded, the in-depth analysis of possible events is not carried out since the information provided by the client is not sufficient, it verifies in the history on days (B)(6) 2023 / (B)(6) 2023 infusions similar to the one given by the costumer are found, the device starts programming (event no. 322714 at 11:00 am) and ends activity (event no. ° 323089) at this determined time it was verified and there was an initial programming (event no. 322714) which concluded successfully delivering the entire volume (event no. 322859) after 3 minutes a new infusion begins, which is interrupted at 3:26 am to start a new infusion (event no. 322979) which is stopped (event no. 323053) and started after 7 minutes (event no. 323061) after 42 minutes a reprogramming is performed (event no. 323070 ) where its speed was modified therefore its volume also, immediately afterwards the device was turned off. Costumer protocol test is carried out with the values indicated by the client, to rule out possible failures. The medical formula given by the client is 210 ml, speed 10.4 cc, duration 22 hours, it is specified that the speed given by the client is not correct for the level of duration of hours required and specified by the client, for this reason test is done with the correct speed. Start of infusion: date: (B)(6) 2023 time: 14:25 channel: a volume: 210 ml velocidad: 9,5 ml/h. Duration: 22 hours. End of infusion: date: (B)(6) 2023 end time: 12:26 total volume infused (IV): 210 ml total infusion time: 22 h, 1min client protocol test conclusion the device handled the delivery without problems in the established times, delivering the volume in the allowed ranges. General remarks: functional tests were carried out, electrical sensors with the analyzer, finding pressures, delivery and leakage currents and resistance between the allowed ranges. There were no present failures during the test carried out successfully infusing without presenting events.

Event description:
The event involved a plum 360 infusion pump. The reporter stated that a lidocaine infusion was started and was programmed with a rate of 10.4 cc/h, volume to infuse 210 ml and it was calculated for 22 hours. It was in the intensive care unit and the pump was left marked as pain clinic does not handle. When the reporter received the shift, her colleague from the operating room informed that the pump required a change of mixture at 03:30, a shorter time than the infusion was calculated. When checking the pain clinic journal, the programming was found for 10.4 cc hour and the pump marked respectively. The nursing staff inquired if someone tampered with the infusion, and they reported that they had not made any changes. The event occurred during patient use, however no one was reported harmed as a result of this event.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.